Event description:
It was reported that: the physician attempted to use manta as a backup. Manta didn't work and surgeon cut down. Additional information: during a tavr procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain a higher access in the left common femoral artery. Vessel size was 7.8mm with no reported calcification and mild tortuosity proximal to access site. On deploying the device, the physician reportedly pulled back too far and re-inserted the manta. Systolic blood pressure was 125mmhg and act was 276 prior to closure. Measured depth for the manta was 8+1cm. 10000units of heparin and 40mg of protamine were administered intravenously during the procedure. Post procedural angio was taken, and it was decided to perform a cutdown. The surgeon removed the foot plate, lock and suture from the tissue tract. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, the patient weighed 283 lbs. With a bmi of 45. After multiple attempts, higher-positioned access was gained utilizing ultrasound guidance and micro puncture. The left common femoral artery was 7.8mm, clear of calcification, and tortuosity proximal to the access. The activated clotting time before closure was 276, heparin and protamine were administered. Issues were encountered advancing and withdrawing the 16f procedural sheaths. Following the tavr procedure, the physician unsuccessfully attempted closing with several competitor closure devices and switched over to an 18f manta closure device as backup. Prior to manta deployment, deployment depth was measured at 8cm + 1cm. The manta was deployed to the measured deployment depth; however, during deployment, the physician pulled back too far and reinserted approximately .5cm - 1cm. Following deployment, bleeding continued, and the patient required a transfusion of two units of packed blood cells. A post-angiogram revealed manta was deployed far from the access site. The vascular surgeon was called for a cut-down, revealing the manta was completely deployed in the tissue tract. There are multiple factors that are potential causes contributing to the tract deployment; including poor patient selection, having out-of-range bmi, tortuosity proximal to the access site, arterial damage likely from multiple attempts at gaining access, multiple attempts at closure prior to manta use, pulling back too far, and reinserting approximately .5cm - 1cm during deployment. The manta instructions for use post warning not to use manta in patients having marked obesity (bmi >40 kg/m2); and do not use manta if there is marked tortuosity of the femoral or iliac artery. Additionally, patients exhibiting a high bmi can cause the manta implant to not catch on the vessel properly during deployment, causing an ineffective seal at the access site. A higher positioned access can also cause the manta not to catch and seat properly on the vessel also causing an ineffective seal. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician's assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed; tract deployment is a known risk.

Manufacturer narrative:
Qn#: (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: the physician attempted to use manta as a backup. Manta didn't work and surgeon cut down. Additional information: during a tavr procedure on (B)(6) 2023, micro puncture and ultrasound were utilized to gain a higher access in the left common femoral artery. Vessel size was 7.8mm with no reported calcification and mild tortuosity proximal to access site. On deploying the device, the physician reportedly pulled back too far and re-inserted the manta. Systolic blood pressure was 125mmhg and act was 276 prior to closure. Measured depth for the manta was 8+1cm. 10000units of heparin and 40mg of protamine were administered intravenously during the procedure. Post procedural angio was taken, and it was decided to perform a cutdown. The surgeon removed the foot plate, lock and suture from the tissue tract. The patient was reported as fine post the procedure.